Event description:
It was reported that during a transcatheter aortic valve replacement procedure, an individual with a history of atrial fibrillation and prior pulmonary vein ablation experienced atrial fibrillation heart rate during the procedure. After implantation of a medtronic 26 millimeter (mm) transcatheter aortic valve replacement valve, severe restriction of valve frame expansion was observed through digital subtraction angiography. A 20mm balloon was used for post-dilation, after which the valve shifted upward and a "flap" occurred. Following evaluation, a second 26mm transcatheter aortic valve replacement valve was implanted. The second valve was successfully positioned and began functioning, concluding the procedure. No patient complications have been reported as a result of this event. Additional information was received to report temporary pacing was initiated at 160 beats per minute during the post-implant balloon dilation. The "flap" previously documented referred to the upward displacement of the artificial valve and the inability to maintain its position.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012745068); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcathter aortic valve replacement procedure, an individual with a history of atrial fibrillation and prior pulmonary vein ablation experienced atrial fibrillation heart rate during the procedure. After implantation of a medtronic 26 millimeter (mm) transcatheter aortic valve replacement valve, severe restriction of valve frame expansion was observed through digital subtraction angiography. A 20mm balloon was used for post-dilation, after which the valve shifted upward and a "flap" occurred. Following evaluation, a second 26mm transcatheter aortic valve replacement valve was implanted. The second valve was successfully positioned and began functioning, concluding the procedure. No patient complications have been reported as a result of this event.